Event description:
A brachytherapy hdr mistreatment occurred due to a calculation made using a misplaced reference line. The intent was to place the reference line at a uniform distance away from the applicator. The circle cursor was used and it was assumed that the setting on the screen was the diameter and not the radius, so the distance away was twice that intended. In addition, the reference line was placed along a straight section of the applicator in one plane in the planning workspace, but the applicator was curved and no attempt was made to follow the contour of the applicator. Consequently, all points beyond the straight section were placed in an arbitrary plane away from the applicator. This resulted in a calculation based on an incorrectly positioned reference line being used for treatment. The prescribed treatment was expected to be four fractions of 500 cgy given to points 1.0cm away from the catheter, along 11cm of its length past its entry into the trachea, at a rate of two fractions per day. The result of the user error was that instead of being 1.0cm away from the source train, the line points were 2.0cm and greater away from the source train and the doses delivered were significantly greater then the 500 cgy called for. Two fractions were administered to the pt before the error was identified. The following is the actual doses rec'd by all segments of the intended 11cm long prescription line: identified points: 1,2: rec'd less than 500 cgy (1.5cm total length); 3, 6, 7, 8: rec'd between 5000 and 1000 cgy (2.9cm total length. 4, 5, 9, 14: rec'd between 1000 and 2000 cgy (4.4cm total length); 11, 12, 13: rec'd between 2000 and 2756 cgy (2.2cm total length).